Event description:
It was reported that as the surgeon deployed the t2, it was noticed the tip of the needle was broken inside. The broken piece was retrieved.

Manufacturer narrative:
A visual assessment showed approximately 1.375 of the distal tip of the needle has broken off. The broken portion is bent and twisted. The condition of the device indicates an excessive amount of force was placed on the needle during use causing the needle to fail. Per the device IFU under warnings ¿do not bend delivery needle¿. Due to these observations no root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.